Event description:
National complaint coordinator (ncc) reports one incident of a blood leak with the syntra 160 diaylzer. No pt injury or medical intervention was reported pre ncc. No further info is available at this time.